Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not work, and the programmer screen was damaged. It was indicated that the connector between the xy printed circuit board (pcb) and overlay required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work, and that the programmer screen was cracked and needed repair. The programmer was returned for service. There was no patient involvement.